Event description:
The device was used during a laparoscopic cholecystectomy. The clip applier would not fire correctly. The device was spitting clips and they were falling out of the jaws. There was no consequence to the pt.

Manufacturer narrative:
B3;d5,6;h4-information unavailable. F1:user facility was incorrectly selected on initial medwatch. No user facility medwatch was recieved. G3: consumer was incorrectly selected on initial medwatch. H6: code #400(other): yielded jaws